Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery, the screw broke off when inserted in the femur bone. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Functional testing found that the driver still fits into the device. Upon visual evaluation, the screw is cracked in multiple areas, and the broken pieces were not returned. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.